Manufacturer narrative:
(B)(4).

Event description:
Hi the app keeps closing down im using a (B)(6) phone. Is there something wrong with it or the app? 12/22/2019 (B)(4): email sent to (B)(6); 12/22/2019 (B)(4): no phone # on file. Sent courtesy email.